Event description:
It was reported that a balloon rupture occurred. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 6atm for 60 seconds. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications reported.